Event description:
It was reported that the patient experienced a low tone alarm that lasted for five minutes unlike any hazard or advisory alarm they had heard before. The patient performed a system controller exchange without notifying the ventricular assist device (vad) team. The controller exchange resolved the alarm and no more issues persisted. The vad team interrogated the patient's equipment and were not able to see any alarms or were aware of any alarms that would cause a low tone. The controller passed the self-test. The log files were submitted for review. The event log file captured routine events. Before the patient changed their controller, the alarm silence button was pressed frequently for approximately 2 minutes and then controller was exchanged 8 min later on (B)(6) 026 at 1221.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.